Event description:
A cartridge alarm, specifically alarm 20, was reported by the customer, but there was no adverse impact to the customer¿s blood glucose level. Technical support (cts) determined that the issue had not occurred during the load process and confirmed that the customer had not previously reported similar alarms with the pump's serial number. Although the pump's software was not up-to-date, technical support decided to replace the customer's pump, which was still under warranty. The replacement pump will include updated software, and the customer was instructed on how to store the problematic pump before its return and how to program their settings and connect their cgm to the new pump. Customer reverted to an alternative method of insulin therapy.